Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the biosense webster¿s inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that when inserting the dilator, it is hard and did not pass through. This issue occurred before the procedure. The issue was resolved by replacing the sheath with a different lot. The procedure was completed without patient's consequence. Additional information was received. The resistance that they were having was when they were trying to put the dilator into the sheath. There was no physical damage on the sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, nor partially blocked nor completely blocked. The physician was not able to move forward the dilator, but was able to withdraw it. The dilator/catheter was not stuck in the sheath. The hemostatic valve was not broken/separated. The event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-oct-2022, the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was on 05-oct-2022.

Manufacturer narrative:
Initial reporter name and address: phone: (B)(6). The bwi product analysis lab received the device for evaluation on 05-oct-2022. The device evaluation was completed on 05-oct-2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the dilator was bent and the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed the dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate and reduce resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to device design (d01) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿resistance with sheath¿. -investigation findings: fracture problem (c070603)/ investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster¿s inc. Product analysis lab observed a ¿hemostatic valve separation¿ issue. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the biosense webster¿s inc. Product analysis lab observed the ¿dilator shaft bent¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).